Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise was observed on the right ventricular (rv) lead and the pacing impedance was noted to have increased a little bit. Reprogramming was done and the rv lead was later capped and replaced. No patient complications have been reported as a result of this event.